Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. The initial accu tni result was 1.34ng/ml. The result was not reported out of the lab. The original sample was re-tested for accu tni and the repeated result was 0.04ng/ml. On the same day, two (2) more samples were collected from the patient and tested for accu tni, and results were; 0.04ng/ml and "<0.03ng/ml". The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Pre-analytical sample handling information was not provided. Based on available information, qc was within specifications prior to and after the event. Per field service engineer (fse), service was not sent to the customer lab. However, the fse discussed the event with the customer via phone and reviewed pre-analytical sample handling with the customer. No additional information regarding this event was provided. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.